Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a physician and a consumer regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 1440.7mcg/day) via an implantable infusion pump. Patient history included intractable spasticity and post spinal cord injury. Pump reservoir volume discrepancies were observed during pump refills. The patient told the physician that they were expected approximately 6ml and got back approximately 11ml. It was discussed that although these volumes are within specification, the patient had told the physician that it had always been that way since the patient had the pump. The patient told the physician it was always off by about 5ml. The most recent refill with a volume discrepancy was in (B)(6) 2015. The physician performed a side port aspiration in the clinic and was successful with good flow. The volume discrepancies were not resolved. There were no patient symptoms. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.